Event description:
The customer contacted the customer care solution center and initially alleged that the alarm sound was coming on the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported. It was later determined by a response to a good faith effort (gfe) that the initial complaint had been incorrectly input and that the complaint allegation was that the sound was not coming on the complaint device and will be assessed accordingly.